Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed an alert for atrial fibrillation (af) monitor with unexpected dates. Engineering analysis showed that this was due to a data anomaly and should correct itself eventually. No adverse patient effects were reported. Currently, this s-ICD remains in service.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. This resulted in the unexpected dates on the stored af alert. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.